Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she put in 2 sensors and was unable to find the transmitter. Customer received a lost sensor alert. Customer's blood glucose was 56 mg/dl. Customer stated that she received a new transmitter. Customer stated that the pump was not communicating with the transmitter. Customer had a radio frequency programmable integrated circuit alarm on the pump. Customer will be sent a replacement pump and 2 sensors.

Manufacturer narrative:
The pump failed to connect to the glucose sensor simulator, and gave a lost sensor alarm. The pump gave another alarm during the self test as well. The problem was isolated to the remote frequency board. The pump also had minor scratches on the lcd window.